Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew staphylococcus epidermis which is a bacterium that normally resides on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis. The patient had called in regarding a patient line is blocked message and stated that they were in the hospital and was empty. The patient was assisted to bypass into fill and was able to complete the pd treatment without any adverse effects. There were no reported issues with any fresenius products in relation to the hospitalization. During follow-up, the patient¿s pd nurse reported the patient was hospitalized for peritonitis. Reportedly, a pd culture yielded growth of the bacterium staphylococcus epidermis. Per the nurse, the patient was initiated on unknown antibiotics and continued pd therapy while hospitalized. Four days later, the patient was discharged home continuing antibiotic therapy with vancomycin 1.5 grams intra-peritoneal (ip) every 3 days for 3 weeks. The patient is reportedly recovering from the event. The pd nurse reported the patient did not have fluid leaks or issues with any fresenius products in relation to peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.